Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the drive support cap of insulin pump was loose and also had issue with the insulin dripping out of the tubing or squirting. Customer's blood glucose level was unknown. Customer also stated that the insulin pump was damaged and there was crack on battery compartment however there was no damaged on reservoir lip ring. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.